Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic lobectomy, the target tissue was not cut completely at the first firing on the pulmonary parenchyma and oozing occurred. The target tissue was clamped with a ring forceps and the device was fired around the ring forceps. Before the event, the doctor felt that the closing force was slightly higher than expected. Then, the clamped tissue slipped forward with moving the knife forward. After the device was released from the patient, it was found that the cartridge became distorted and slightly came off the jaws. No pieces fell into the patient. Some of deployed staples were formed in lumbricoid shape and some of them were unformed. The cartridge was gold. The amount of oozing was unknown. Astriction was performed to stop the oozing. Blood transfusion was not required. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no cartridge reload was returned for analysis. The device performed without any difficulties noted during the functional testing. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.